Manufacturer narrative:
Additional product code: kwq. Initial reporter is a synthes employee. Part 314.467, lot 7473869: release to warehouse date: november 19, 2013. Manufactured by synthes monument. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: the t8 deep stardrive screwdriver shaft was received. The tip of the screwdriver was twisted. Some of the device¿s etchings had begun to scrape off. No other issues could be identified with the returned portions of the device. A dimensional inspection was not performed due to post-manufacturing damage. The relevant drawings were reviewed. The complaint was confirmed for the t8 deep stardrive screwdriver shaft. The distal tip of the screwdriver was found to be twisted. Some of the etchings had been scraped, reducing legibility. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device possibly encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during a routine incoming inspection of a loaner set, the stardrive screwdriver shaft was observed to be bent. There was no known hospital or patient involvement. When the device was received by the manufacturer for investigation, it was noted the tip of the screwdriver was twisted. This report is for a screwdriver shaft. This is report 1 of 1 for (B)(4).